Manufacturer narrative:
There is an instruction that states, "never place a vaporizer where it is accessible to children" and consumer failed to perform that instruction. There is an instruction that states, "caution: to reduce the risk of burns, supervision is recommended when a vaporizer is used near children, invalids, or pets" and consumer failed to perform that instruction. There is an instruction that states, "position the unit so mist stream is aimed away from children, walls and furniture" and the consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer's father-in-law alleges that his (B)(6) old granddaughter put her hand over the steam output and received a burn to her hand. There was not a report of property damage with this incident.